Manufacturer narrative:
The subject device was returned to olympus for evaluation. No defects of the air/water nozzle were found. Foreign material (white flock) was observed in the nozzle and was removed. In addition, the angle wires were found to be stretched, causing reduced angulation, and there was a crease on the insertion tube. The customer declined to have the device repaired for the reduced angulation and the crease on the insertion tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the nozzle of the subject device was found to be clogged when preparing the device for use. The intended procedure was completed using a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the investigative results that lint and fibers used to wipe the device during reprocessing were flushed by reprocessing liquid and entered the air/water channel. Users can detect the suggested event properly by handling the device in accordance the following instructions for use (IFU): ·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: ·cleaning, disinfection, and sterilization procedures - precleaning - wipe down the insertion section - wipe the entire insertion section with a clean, lint-free cloth soaked in detergent solution. Wipe from the boot at the control section toward the distal end. Olympus will continue to monitor field performance for this device.